Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer accessed the rear of the station and observed that the open and closed indicator light on the pyxibus controller was not illuminated. The drawer was removed for inspection, during which it was discovered that the magnet was missing from the inseparable. The inseparable was replaced, and the drawer was tested using test software. The pharmacy technician successfully recovered the drawer and completed functional testing. All tests passed, and the unit was confirmed to be operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was jammed and could not be opened. The customer attempted to recover the drawer, but the issue was not resolved. The customer also rebooted the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.